Manufacturer narrative:
Additional information: d9, e3, e4, g2(add source), h3, h4, h6 (update codes), h10, h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the second y-site clearlink. As per the autopsy of the clearlink, a damaged gland (holes at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at one of the side ports of the tubing (y-site clearlink). The issue occurred prior to administering medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.